Event description:
It was reported, that the cardiohelp displayed the error message "arterial bubble detected" during treatment. According to the customer heparinized saline is added periodically to prevent blood clotting, but the bubble sensor has previously reacted to this. This time, heparinized saline was added just before the "arterial bubble detected" alarm occurred. Normally, the bubble sensor intervention is turned off, but this time, the intervention was turned on the day before, so the pump stopped. The emergency drive was used and the device was then replaced with a pcps device from another company. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported, that the cardiohelp displayed the error message "arterial bubble detected" during treatment. According to the customer, heparinized saline is added periodically to prevent blood clotting, but that the bubble sensor had previously reacted to this. During this incident, the heparinized saline was added just before the "arterial bubble detected" alarm occurred. Normally, the bubble sensor intervention is turned off, but during this incident, the intervention was turned on by the user unknowingly the day before, so the pump stopped. The emergency drive was used and the device was then replaced with a different device from another company. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "arterial bubble detected" (due to intervention was set by user) could be confirmed on the date of event. The root cause is that the arterial bubble interventions were set by the user unknowingly, and the cardiohelp device reacted as per factory specification. The instruction for use of the cardiohelp includes the following warning:" before beginning the application, ensure that the selected warning and alarm limits, as well as interventions, are suitable and safe for the patient and the current situation." Moreover, according to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. Based on the results the reported failure "arterial bubble detected" could be confirmed, but not a product related malfunction. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2023-03-28 till 2024-03-28). The customer will be informed about the results by the getinge sales and service unit and was introduced on site by fst. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.